Event description:
Add'l info rec'd from MFR 8/9/01: datascope is still waiting for the product to be returned from the hosp for evaluation.

Event description:
Md attempted to insert iabp catheter. Catheter did not inflate after placement, multiple attempts to refill balloon. Removed. New catheter inserted, functions well.